Event description:
Letter from attorney states: "pt was noted by her doctors to be doing well until march 1998 when pt noticed that the stimulator was malfunctioning and she was feeling significant discomfort with stimulation. Impedance evaluation suggested strongly that there may be a short circuit between the electrode and the extension...on april 1, 1998, the physician performed the explant of the malfunctioning spinal cord stimulator and implanted another spinal cord stimulator, a new quad lead kit for the spinal cord stimulator, as well as an extension kit. ...because of the revision surgery, the pt will need to be out of work for six weeks to ensure proper securing of the lead."